Event description:
1. Pulse generator was implanted in 04. The pt was brought to the hosp to be evaluated for positive diaphramatic stimulation. Capture magnet increased output; pt had rv lead repositioned in the general o.r. No pacing noted. Under fluoroscopy it was noted that the lead had migrated. A lead fracture/ perforation was identified. The right ventricular lead was removed and replaced. 2. A check of the atrial lead connection to the pulse generator revealed no capture. The pulse generator was replaced.